Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/22/2024, it was reported by a distributor via (B)(4) that (2) ar-2326bcc suture anchors broke. This occurred during a tibial tubercle avulsion on (B)(6) 2024 the surgeon used the proper drill for the anchors and followed the technique as advised however the 2 anchors broke while being inserted after a few threads were engaged. After the second anchor broke they re-drilled in a different spot and the procedure continued with no further issues. All broken pieces were retrieved.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.